Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 327 mg/dl. The cause for elevated bg levels is unknown. System check with tandem technical support was performed and the pump was functioning as intended. In addition, it was reported that the customer received two incomplete bolus alerts. Customer acknowledged all boluses requested were successfully delivered and alerts were declared appropriately. Customer delivered a bolus to address elevated bg levels.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 327 mg/dl. The cause for elevated bg levels is unknown. System check with tandem technical support was performed and the pump was functioning as intended. In addition, it was reported that the customer received two incomplete bolus alerts. Customer acknowledged all boluses requested were successfully delivered and alerts were declared appropriately. Customer delivered a bolus to address elevated bg levels. Reportedly, bg levels lowered to 258 mg/dl, and customer declined further follow up on the reported issue. Customer stated they believe the issue has been resolved.